Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot # n3j11980y); sigphandle, sig power sigphandle handle, (serial # (B)(6)); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot # p4j1003). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, after firing, the device restarted on its own before the blade was retracted. After the device restarted, the handle and shell would not recognize the load or the adapter. The stapler locked on tissue. After several attempts to open, the jaws finally did. Another handle and shell were used to complete the case. There was no patient injury.